Event description:
It was reported that the patient never had therapeutic effect from their implantable neurostimulator (ins) and it was noted that ¿it has not worked as far as we¿re concerned¿. The reporter had tried ¿everything¿ in terms of trying different programs and adjusting the stimulation without success. The patient did not feel the ¿pulse¿ anymore so stimulation was increased to the point where the patient could feel it but it became painful so it was decreased until the ¿pulse¿ disappeared. Follow up information obtained from the healthcare professional (hcp) reported that it was unknown if the patient had a greater than 50% reduction in their symptoms or if the issue was related to the device. It was noted that the patient intermittently had fecal accidents but could go a month without having accidents. The manufacturer¿s representative came to the hcp¿s office on (B)(6) 2015 to troubleshoot the device. Troubleshooting included pelvic x-rays (results not reported) and reprogramming. The patient was going to try new programs each for 2 weeks. The patient still had concerns with their device or therapy. An appointment was scheduled for (B)(6) 2015. It was later reported that the patient¿s lead migrated and the ins had prematurely depleted. The patient was told that the battery would last 5 years but it only lasted for 3 years. A lead and ins revision was performed on (B)(6) 2015 and the patient recovered completely.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va01ngw, implanted: (B)(6) 2012, product type: lead; product ID neu_pt m_prog, serial# unknown, implanted: (B)(6) 2012, product type: programmer, patient; product ID 3889-28, lot# va01ngw, implanted: (B)(6) 2012, product type: lead; product ID 3889-28, lot# va01ngw, implanted: (B)(6) 2012, product type: lead. (B)(4).